Manufacturer narrative:
Findings: unit received with minor scratched display window. Unit received with cracked battery tube threads. Unit received with broken reservoir tube lip. No crack found at display window and lcd screen. Pump received with scratched case.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 122 mg/dl. The customer stated the pump has a crack on the window of the reservoir compartment. Customer does not know how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.